Event description:
It was reported that the patient presented in clinic with a pacemaker that exhibited migration resulting in dislodgement of right atrial (ra) and right ventricular (rv) leads and low rv sensing. Chest x-ray confirmed that the pacemaker had migrated and both the leads had dislodged. The pacemaker was repositioned while the ra and rv leads were explanted and replaced. The patient was in stable condition throughout.